Event description:
It was reported a pocket of pus was found near the lead entry site in the spine. No pt symptoms were reported. Additional info has been requested, but was not available on the date of this report.